Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate shocks due to a lead fracture. The lead had high impedance and was oversensing noise. The pace/sense portion of the lead was capped and replaced. The high voltage portion remains in use. No further patient complications have been reported as a result of this event.